Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with striae in the right eye. The flap was lifted to remove the striae and the patient was prescribed topical medication. There was no loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.    Placeholder.